Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected of delivering an inappropriate shock. The patient claimed they were walking and had no chest pain or shortness of breath at the time of the shock. Technical services (ts) observed an alert check a day before the event, but the last interrogation was from early june 2026. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.